Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye which was explanted in a secondary procedure due to patient dissatisfaction with the iol. No complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection: the iol was inspected at 10x microscope magnification. The lens had been cut in half which is consistent with a lens that has been explanted. Also, the sample has surface residuals adhered to both sides of optic body compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified for the cosmetic condition observed. Diopter measurement: the condition of returned sample did not allow performing the diopter measurement. At manufacture the lenses are 100% measured for diopter power, resolution, and contrast. The lens diopter result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) corresponded to a 24.0d lens. Conclusion: the diopter inspection from the electronic report showed that the lens was release within the diopter specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.